Event description:
It was reported by the patient that she experiences scars on her arm when removing the pod, which causes pain. She inquired about a spray to help with this issue. The site appears to leave marks but has no rash, itching, or open sores. The patient prepares the site by moisturizing and then cleaning with alcohol wipes. She attempted to use aquaphor with a q-tip to peel off the pod without success. The patient did not have any pods left and could not resume treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone, phone_control_ios. Cloud - omnipod 5 software app version, 1.1.6. Cloud - smartphone operating system 18.2. Cloud - smartphone hardware, iphone16.2. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.